Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient went to a pump refill and the health care professional "noted that the pump was in decubitus position, because it was too large for this patient." The pump was explanted and replaced with a smaller volume model. The explanted pump had been "working well." The patient was not injured and "is ok." No patient symptoms were reported because the patient's brain injury made it difficult to determine if the patient was experiencing pain or discomfort. The medication being delivered via the device system was lioresal. A follow-up report will be sent if additional information becomes available.